Manufacturer narrative:
Completed information for section a1 patient information: (B)(6). (Female patient) all available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed sodium results generated on the alinity c processing module for two samples. The following data was provided: (B)(6) 2025. Sid (B)(6) initial result 113 mmol/l, repeated 138 mmol/l sid (B)(6) (female) initial result 114 mmol/l, repeated 142 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) performed troubleshooting and replaced multiple parts including the ict tubing (ict to ict nc valve), which was clogged/obstructed. The replacement of the parts resolved the issue. The ict tubing (ict to ict nc valve) was determined to be the cause of the issue. The module function was verified with a control run. A review of instrument service history for serial number (B)(6) revealed that no additional discrepant result issues have been reported since the service activity was completed. A review of complaint and trending data for the alinity c processing module did not identify an increase in complaint activity associated with the complaint issue. Additionally, a review of complaint and trending data associated with the ict tubing (ict to ict nc valve) did not identify any trends. A review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency was identified for the alinity c processing module, serial number (B)(6), or the ict tubing (ict to ict nc valve).

Event description:
The customer observed falsely depressed sodium results generated on the alinity c processing module for two samples. The following data was provided: (B)(6) 2025. Sid (B)(6) initial result 113 mmol/l, repeated 138 mmol/l. Sid (B)(6) (female) initial result 114 mmol/l, repeated 142 mmol/l . No impact to patient management was reported.